Event description:
A home pt (hp) contacted baxter's tech svc center (tsc) for assistance during automated peritoneal dialysis therapy. Reportedly, while the hp was disconnecting transfer set from the pt line of the homechoice set during a dwell cycle, they dropped the pt line on the floor before placing the flexicap on it. When the pt returned they reconnected to the setup. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the hp's nurse.